Event description:
It was reported that this patient was experiencing pocket stimulation. The stimulation was noted to be observed with the patient in the clinic and the simulation would go away when the implantable cardioverter defibrillator (ICD) device was programmed to a ventricular-only pace and sense mode. Boston scientific technical services (ts) reviewed device remote monitoring data and indicated there were stored atrial tachy response (atr) events that showed significant noise on this right atrial (ra) lead. The ra lead is not a boston scientific product. The noise was noted to be able to be recreated in the clinic. In addition, there were two drops in ra pace impedance noted to have occurred a few months apart, as observed on the impedance trend graph. However, the pace impedance remained within normal specification limits. Ts indicated this appears to be a ra lead failure, possibly an insulation breach, which would align with the stimulation experienced by the patient. Ts provided guidance to consider performing an x-ray to see if it can be determined where the lead may be broken. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).